Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 300 mg/dl at the time of hospitalized, 100 mg/dl, 90 mg/dl and then after treating blood glucose was in 30 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and insulin drip for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as ketones. Customer declined to troubleshooting for high blood glucose or bent cannula. The device will not be returned for analysis.